Manufacturer narrative:
H.6. Investigation: no photos or samples were received by our quality team for evaluation therefore the failure mode could not be verified. A review of the internal manufacturing device records and raw material history files for the reported lot number was performed and no recorded quality problems or rejections to this incident were found. Based on the quality team's investigation, the root cause of this incident cannot be determined.

Event description:
It was reported venflon pro safety 22ga 0.9mm od 25mm l had leakage issues. The following information was provided by the initial reporter: "patient cannulated for ferrinject infusion (in 250mls normal saline) over half an hour. Leakage of blood seen 2mm to the right of the port site (not from port or insertion site), site cleaned and venflon secured and infusion commenced without further obvious leakage."

Manufacturer narrative:
Initial reporter name and address: (B)(6). Device evaluated by MFR: a device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported venflon pro safety 22ga 0.9mm od 25mm l had leakage issues. The following information was provided by the initial reporter: "patient cannulated for ferrinject infusion (in 250mls normal saline) over half an hour. Leakage of blood seen 2mm to the right of the port site (not from port or insertion site), site cleaned and venflon secured and infusion commenced without further obvious leakage."